Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:testing revealed no output when device was programmed vvir 70 bpm bipolar. Further testing revealed anomalous ventricular and atrial output conditions. The no output condition was the result of lifted hybrid bond wires.